Event description:
It was reported that the patient presented remotely via merlin.net. During examination, it was noted that the episodes of atrial fibrillation was incorrectly captured as a noise on the pacemaker. No intervention was performed. The patient was stable in condition.